Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended, and the reported issue could not be duplicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the mobile view station (mvs) monitor was black. The power switch was toggled without resolved. It was noted there were no bent or damaged pins. A monitor from another system was used and resolved the issue. This issue was noted outside of a procedure, and there was no patient involvement.